Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil could not be visualized, was not found / migration of essure device : location of devie : uterus wall") and pelvic infection ("infections") in a 36-year-old female patient who had essure (batch no. 841628 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2013, the patient experienced menopause ("hormonal changes describe: menopause"), psychotic disorder ("psychological or psychiatric problem or condition"), migraine ("migraine") and headache ("headache"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("following hysterectomy she had a painful recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe and chronic pelvic pain / pain"), abdominal pain ("severe and chronic abdominal pain"), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain"), mood swings ("mood swings"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device : location of devie : uterus wall,expulsion of essure device"), weight increased ("weight gain"), weight decreased ("weight loss"), allergy to metals ("nickel allergy") and vaginal infection ("vaginitis"). The patient was treated with surgery (on(B)(6) 2015 hysterectomy as means of removing the device and resolving the symptoms). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic pain, abdominal pain, scar, arthralgia, back pain, dysmenorrhoea, mood swings, alopecia, vitamin d deficiency, procedural pain, vaginal haemorrhage, menorrhagia, menopause, urinary tract infection, device expulsion, weight increased, weight decreased, psychotic disorder, migraine, headache, allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, headache, menopause, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, psychotic disorder, scar, urinary tract infection, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: mr-right- 6 to 7 curls, left- 3 to 4 tubal curls diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) on or about (B)(6) 2013: right essure coil could not be visualized, was not found . ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error". Most recent follow-up information incorporated above includes: on 16-jul-2018: quality department mentioned that the lot number was invalid. FDA codes were added. No follow-up ptc investigation will be provided. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil could not be visualized, was not found / migration of essure device : location of devie : uterus wall") and pelvic infection ("infections") in a 36-year-old female patient who had essure (batch no. 841628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In august 2013, the patient experienced menopause ("hormonal changes describe: menopause"), psychotic disorder ("psychological or psychiatric problem or condition"), migraine ("migraine") and headache ("headache"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("following hysterectomy she had a painful recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe and chronic pelvic pain / pain"), abdominal pain ("severe and chronic abdominal pain"), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain"), mood swings ("mood swings"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device : location of devie : uterus wall,expulsion of essure device"), weight increased ("weight gain"), weight decreased ("weight loss"), allergy to metals ("nickel allergy") and vaginal infection ("vaginitis"). The patient was treated with surgery (on 5-feb-2015 hysterectomy as means of removing the device and resolving the symptoms). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic pain, abdominal pain, scar, arthralgia, back pain, dysmenorrhoea, mood swings, alopecia, vitamin d deficiency, procedural pain, vaginal haemorrhage, menorrhagia, menopause, urinary tract infection, device expulsion, weight increased, weight decreased, psychotic disorder, migraine, headache, allergy to metals and vaginal infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, headache, menopause, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, psychotic disorder, scar, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: mr-right- 6 to 7 curls, left- 3 to 4 tubal curls. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on 24-sep-2013: unilateral occlusion (left tube occluded) on or about 24-sep-2013: right essure coil could not be visualized, was not found. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on 17-may-2018: pfs was received: the event vaginitis was added. The reported pain is abdominal, mild to severe intensity, frequency of pain: often. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil could not be visualized, was not found / migration of essure device : location of devie : uterus wall /migration of essure device location of device: right essure missing\expulsion of essure device/ perforation (uterus)") and pelvic infection ("infections") in a 34-year-old female patient who had essure (batch no. 841628 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract") and vaginal infection ("vaginitis"). In (B)(6) 2013, the patient experienced menopause ("hormonal changes describe: menopause"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain / pain"), abdominal pain ("severe and chronic abdominal pain") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced procedural pain ("following hysterectomy she had a painful recovery"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic infection, scar, arthralgia, dysmenorrhoea, vitamin d deficiency, procedural pain, vaginal haemorrhage, menorrhagia, urinary tract infection, weight increased, weight decreased, migraine, allergy to metals, vaginal infection, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, back pain, mood swings, alopecia, menopause, headache and fatigue had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, headache, menopause, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, scar, urinary tract infection, uterine perforation, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: mr-right- 6 to 7 curls, left- 3 to 4 tubal curls diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded), migration of essure device right essure coil could not be visualized, was not found. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error" most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event :psychological or psychiatric problems condition updated to depression and mental anguish. New event added: fatigue. Updated outcome of events. Updated event onset date. Updated lab data. Event device dislocation and device expulsion updated to uterine perforation. Incident no valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil could not be visualized, was not found / migration of essure device : location of "device" : uterus wall /migration of essure device location of device: right essure missing\expulsion of essure device/ perforation (uterus)') and pelvic infection ('infections') in a 34-year-old female patient who had essure (batch no. 841628 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("vaginitis") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In (B)(6) 2013, the patient experienced menopause ("hormonal changes describe: menopause"), migraine ("migraine"), headache ("headache"), depression ("depression"), anxiety ("mental anguish") and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("abnormal menstrual pain"), alopecia ("hair loss") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 6 months 5 days after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain ("severe and chronic pelvic pain / pain"), abdominal pain ("severe and chronic abdominal pain") and allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced procedural pain ("following hysterectomy she had a painful recovery"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), mood swings ("mood swings"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and genital haemorrhage ("general abnormal bleeding") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, abdominal pain, back pain, mood swings, alopecia, menopause, vaginal discharge, headache, fatigue, genital haemorrhage and urinary tract infection had resolved and the pelvic infection, scar, arthralgia, dysmenorrhoea, vitamin d deficiency, procedural pain, vaginal haemorrhage, menorrhagia, weight increased, weight decreased, migraine, allergy to metals, vaginal infection, depression and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menopause, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, scar, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: mr-right- 6 to 7 curls, left- 3 to 4 tubal curls received treatment for vaginal discharge, uti diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: unilateral occlusion (left tube occluded), migration of essure device right essure coil could not be visualized, was not found. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event general abnormal bleeding, vaginal discharge were added. Outcome of uti, uterine perforation recovered / resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-feb-2017: quality-safety evaluation of ptc received. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her right essure coil could not be visualized, was not found (device dislocation). It was also reported she experienced infections (seen as pelvic infection) on unknown date after essure insertion, amongst nonserious events. She underwent a hysterectomy with device removal, almost two years after insertion. Both events are anticipated in the reference safety information for essure. The exact date and mechanism of device dislocation are not known, however given its nature, this event was considered related to essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical event cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil could not be visualized, was not found / migration of essure device : location of devie : uterus wall") and pelvic infection ("infections") in a 36-year-old female patient who had essure (batch no. 841628) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation performed on the same day of essure insertion". The patient's concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. In june 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"). In august 2013, the patient experienced menopause ("hormonal changes describe: menopause"), psychotic disorder ("psychological or psychiatric problem or condition"), migraine ("migraine") and headache ("headache"). On (B)(6) 2015, 1 year 10 months after insertion of essure, the patient experienced procedural pain ("following hysterectomy she had a painful recovery"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("severe and chronic pelvic pain / pain"), abdominal pain ("severe and chronic abdominal pain"), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain"), mood swings ("mood swings"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), device expulsion ("migration of essure device : location of devie : uterus wall,expulsion of essure device"), weight increased ("weight gain"), weight decreased ("weight loss") and allergy to metals ("nickel allergy"). The patient was treated with surgery (on 5-feb-2015 hysterectomy as means of removing the device and resolving the symptoms). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, pelvic infection, pelvic pain, abdominal pain, scar, arthralgia, back pain, dysmenorrhoea, mood swings, alopecia, vitamin d deficiency, procedural pain, vaginal haemorrhage, menorrhagia, menopause, urinary tract infection, device expulsion, weight increased, weight decreased, psychotic disorder, migraine, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, headache, menopause, menorrhagia, migraine, mood swings, pelvic infection, pelvic pain, procedural pain, psychotic disorder, scar, urinary tract infection, vaginal haemorrhage, vitamin d deficiency, weight decreased and weight increased to be related to essure. The reporter commented: mr-right- 6 to 7 curls, left- 3 to 4 tubal curls. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (left tube occluded) on or about (B)(6) 2013: right essure coil could not be visualized, was not found. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), hormonal changes describe: menopause, infection (bladder/ urinary tract/vaginal) type: urinary tract, migration of essure device : location of devie : uterus wall, weight gain, weight loss, psychological or psychiatric problem or condition, migraine, headache, nickel allergy", concomitant condition, lot number added from pfs.follow up 2 and 3 processed together. On (B)(6) 2018: event "ablation performed on the same day of essure insertion", reporter added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right essure coil could not be visualized, was not found") and pelvic infection ("infections") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), pelvic infection (seriousness criterion medically significant and clinically significant/intervention required), pelvic pain ("severe and chronic pelvic pain"), scar ("excessive development of scar tissue"), arthralgia ("hip pain"), back pain ("back pain"), dysmenorrhoea ("abnormal menstrual pain"), abdominal pain ("severe and chronic abdominal pain"), mood swings ("mood swings"), alopecia ("hair loss"), vitamin d deficiency ("vitamin d deficiency") and procedural pain ("following hysterectomy she had a painful recovery"). On (B)(6) 2015, 688 days after starting essure, the patient experienced procedural pain ("following hysterectomy she had a painful recovery").the patient was treated with surgery (on (B)(6) 2015 hysterectomy as means of removing the device and resolving the symptoms). Essure was withdrawn. At the time of the report, the device dislocation, pelvic infection, pelvic pain, abdominal pain, scar, arthralgia, back pain, dysmenorrhoea, mood swings, alopecia, vitamin d deficiency and procedural pain outcome was unknown. The reporter considered device dislocation, pelvic infection, pelvic pain, abdominal pain, scar, arthralgia, back pain, dysmenorrhoea, mood swings, alopecia, vitamin d deficiency and procedural pain to be related to essure. Diagnostic results: on or about (B)(6) 2013: right essure coil could not be visualized, was not found. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure inserted and her right essure coil could not be visualized, was not found (device dislocation). It was also reported she experienced infections (seen as pelvic infection) on unknown date after essure insertion, amongst nonserious events. She underwent a hysterectomy with device removal, almost two years after insertion. Both events are anticipated in the reference safety information for essure. The exact date and mechanism of device dislocation are not known, however given its nature, this event was considered related to essure. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Considering the information provided and the lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.